Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r, upn: (B)(4). Model: sc-1160. Serial: (B)(4), batch: 331489. Product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 21176367.

Event description:
It was reported that following a non device related surgery, the physician found out that the left lead wire was compromised and pulled out into the epidural space. The patient had spinal cord stimulator infection and underwent an explant procedure. The explanted devices will not be returned. No further information has been obtained despite good faith efforts.